Event description:
It was reported that the customer was disoriented due to high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. Caller stated that the customer's blood glucose was over 800 mg/dl. Caller stated that the customer's insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.